Event description:
It was reported the pt ((B)(6)) had not used/charged the ipg for approximately nine months. The sjm rep was unable to communicate with the ipg using multiple external devices. The pt will consult with the physician on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the claim about ¿no stimulation, patient did not recharge¿ was confirmed. As received the ipg did not communicate with a lab patient programmer or with the lab blue screen utility. The lab patient programmer displayed the communication error 2501. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgery to explant and replace the ipg. Effective stimulation was restored post-operatively.